Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned tip and cover was use of a high-frequency treatment device without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the tip body and cover of the gastrointestinal videoscope was burned. There was no patient involvement.